Event description:
Additional information was received indicating far field p-wave oversensing was again noted on the device following the reprogramming. Abbott technical support was contacted and additional reprogramming was recommended. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming was performed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, far field p-wave oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.